Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed that the display was dim with discolored text. The battery cap was found to be damaged with stripped threads. The cap would not secure to the pump. Unrelated to these issues, investigation revealed that the audio bolus button cover was detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.